Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Additionally, it was reported that occlusion alarms occurred. Subsequently, it was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while the alleged occlusion issue was verified in the pump logs; however, no failure was identified.